Event description:
Situation: rn noted leaking chemo tubing during infusion. Background: patient with papillary serous adenocarcinoma of right ovary. Treated with mvasi/taxol 3 weeks on/1 week off. Assessment: patient received mvasi infusion without incident. During taxol infusion, rn noted infusion tubing was wet. This rn noted drips coming from below chamber of tubing. Infusion stopped. Small drops of chemo noted on foot of IV pole. Pharmacist and md notified. Taxol bag and tubing placed in plastic bag and given to pharmacist. Per pump, 202 ml's of taxol given. Per pharmacist, 31 mg left to be infused. Discussed with dr. Per md, will forego giving patient remaining 31 mg of taxol today. Patient comfortable with plan. Chemotherapy on foot of IV pole cleaned up per protocol. Recommendation: check tubing lot to prevent further chemo leaks. Product information: baxter non-dehp solution set (item # 2r8480) - (01)00085412565750 - lot:: (10)r2111107b. The product was not sent due to health system policy on handling chemotherapy. Manufacturer response for IV tubing, non-dehp solution set (per site reporter) escalation within the FDA, manufacturer. Manufacturer has acknowledged this problem is widespread and not limited to a specific product or lot number.